Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the proximal left anterior descending artery (lad). There was 95% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated and pre-treated with rotablator. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device but excessive force was not used during the procedure. It was reported that during removal of the device following a failed delivery the stent dislodged just distal to the non-medtronic guide catheter. The lesion was described as being a "tough" calcified lesion. The dislodged stent was compressed against the guide catheter, when withdrawing the delivery system after the device did not cross lesion. The dislodged stent was then removed from the patient using a snare. The procedure was completed using 2.5x15mm, 2.75x26mm, 3.0x18mm and 3.0x8mm resolute onyx stents. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the delivery system was not present and did not return for analysis. The dislodged stent returned for analysis. A snare loaded into a guide catheter was received. The dislodged stent returned stretched and bunched. Procedural images:the images capture a lesion site in the lad with 95% stenosis as reported by the account. The delivery and successful deployment of multiple devices are captured. The next set of images captures what appears to be the dislodged resolute onyx stent in the lad distal to the tip of the guide catheter. The stent then appears to be compressed/crushed by an unidentified balloon the next set of images captures the dislodged stent appearing to be protruding into the aorta, from the ostium of the left main. Numerous stents were then used to treat the vessel. The images then capture the treated vessel, with no evidence of the dislodged stent. There were no images capturing the removal of the dislodged stent with the snare. If information is provided in the future, a supplemental report will be issued.